Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of dilaudid leaked at the y connector while connected to a patient. There was no patient harm.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: covidien monoject syringe ref 8881570121, lot number 16b0414, exp 01/2018, 0.9% sodium chloride; therapy date (B)(6) 2016. The customer¿s report that the pca tubing leaked at the y-port was confirmed. Visual inspection showed a crack in the female luer wall. There was no evidence of tool marks or over torque. Functional testing was performed; the set leaked from the crack. The root cause of the leak was identified as a crack in the female luer. The cause of the crack was not identified.